Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of redness, tenderness, nodule and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported 11 days after injection in the "midface" with 2 syringes of juvederm voluma xc, the patient experienced "slight redness and slight tenderness of the left cheek." Patient was prescribed minocycline on the date of symptom presentation and the symptoms resolved 5 days later. Patient presented 5 months later with "what felt like a little pea, almost like an epidermal cyst," and was prescribed solodyn. Patient visited a plastic surgeon who biopsied the nodule. The results of the biopsy "showed foreign body reaction and voluma in the slide." "A couple of weeks after the biopsy," the patient developed "generalized swelling of the face." Patient was prescribed a solu-medrol dose pack and symptoms completely resolved.